Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to perform a pump reset, which successfully resolved the issue, allowing the sensor session to start without displaying the error code again.